Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 37 mg/dl. Customer¿s other blood glucose was 97 mg/dl. The customer was treated for low blood glucose. Troubleshooting was declined for low blood glucose. Customer did received calibration not accepted and change sensor alert. The insulin pump will not be returned for analysis.